Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. The pump was received with normal operating currents and passed all functional testing including the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected error alarm noted. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's wife reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer was unable to get beyond the unexpected restart message. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was not able to clear the alarm with the escape and act buttons. The customer was advised to monitor the pump and revert to a backup plan. The customer will return the pump for analysis.